Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml and seven customer-fired clips for investigation. The returned sample was visually examined without magnification. Upon visual examination of the returned sample revealed there was significant damage to the safety pin hole. There were no defects observed on the jaw mechanism. The returned seven clips were covered in biological material and all the clips were returned unlatched. There was biological material observed on the device. The reported complaint of "clip fell from applier" could be confirmed based upon the sample received. The customer returned one unit of ae05ml auto endo5 ml and seven customer fired clips for investigation. The device was returned with four clips remaining in the channel, indicating the customer fired eleven clips. Upon functional testing, clip stacking was observed. Additionally, when the trigger was engaged no clicking sounds were made, indicating the trigger ears were broken. The device was disassembled. The handle was observed to be very difficult to disassemble, indicating the handles were over compressed. The trigger ears were observed to be broken and compressed. Yoke was observed to have a slight stress mark on the lower end that connects to the internal components. All the customer and functionally tested clips were observed to have identical dents and partial damage to the pierced boss in the same locations. The r & d teams were consulted with the investigation details. Per the r & d teams, the damage to the clips were potentially cause by the feeder rubbing against the clips incorrectly due to improper engagement resulting from the broken trigger ears. Damage during assembly could not be confirmed as all the clips were fired and not observed prior to being loaded in the jaws. The clips were sourced from cavity 8 and cavity 3. R & d reviewed a cavity 8 clip from the same lot and confirmed there were no defects on the clip, indicating this was not a molding issue. The probable root cause of the reported failure was determined to be the broken trigger ears. A DHR review was performed with no evidence to suggest a manufacturing related cause. Non-conformance was initiated to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "first few clips fired as normal, remaining clips would not open full and fell out of device. With a clip loaded, device was partically squeezed to enter port, and then released to open for ligating vessel. Clip did not return back to full open size and fell out. Clips that have fallen out were kept for analysis and returned with sample." No patient injury or consequence reported. A new device was used without issues. Therapy proceeded without delay or interruption. No medical intervention was required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "first few clips fired as normal, remaining clips would not open full and fell out of device. With a clip loaded, device was partically squeezed to enter port, and then released to open for ligating vessel. Clip did not return back to full open size and fell out. Clips that have fallen out were kept for analysis and returned with sample." No patient injury or consequence reported. A new device was used without issues. Therapy proceeded without delay or interruption. No medical intervention was required.